Manufacturer narrative:
The insulin pump was received with a button error alarm and one unresponsive button due to corroded keypad traces. The unit was unable to undergo the rewind, basic occlusion, occlusion, prime, the excessive no delivery, and displacement tests due to the unresponsive button. The following cosmetic damage was also noted: minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 147 mg/dl. After the customer received the button error she removed the battery from her pump and now the buttons are completely unresponsive. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.